Event description:
It was reported that the lower display of the external pulse generator was missing segments. It was further noted that segments were missing both vertically and horizontally. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is missing pixels.